Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead dislodged resulting in failure to capture. Fluoroscopy confirmed that the lead dislodged back to the superior vena cava. The lead was explanted and replaced. The patient was stable and discharged.